Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further specified as the patient made a mistake. One day after the onset of peritonitis; the patient was hospitalized for the peritonitis event. The same day the patient was treated with intraperitoneal (ip) injection vancomycin (1 gm after the third day) and ip injection ¿cefrazole¿ (daily one exchange) for peritonitis. Dianeal therapy was ongoing. At the time of this report the patient outcome was unknown and antibiotic treatment was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported the cause of the peritonitis was reported as break in the aseptic technique further described as patient had touch contamination and the patient performed pd therapy in an unhygienic environment. The peritonitis was manifested by cloudy fluid. The same day as hospitalization the patient was treated with intraperitoneal cefazolin (500 mg, given daily one exchange, dose previously not reported). Sixteen days after event onset, the pd catheter was removed, dianeal therapy was discontinued and the patient was moved to hemodialysis. Fourteen days after antibiotic initiation, vancomycin and cefazolin therapies were discontinued. The patient was discharged from the hospital 19 days after admission. At the time of this report the patient was not recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.